Event description:
Caller reported a malfunction on the pump, specifically a momentary power loss to the vibrator motor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted with the reset, and ensured the issue did not recur. Customer was advised to call back if the problem occurred again and confirmed understanding of the guidance.